Event description:
Following the information reported, the incident occurred during the lifting of the resident from the bed using maxi move passive floor lift and sling (no information if the arjo sling was used). The resident slipped out of the sling. As a consequence, the resident sustained a split open back of the head and a broken leg. Despite several attempts to contact the customer, no additional information concerning event circumstances was provided.